Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. Unit received with pillowing keypad overlay, minor scratches on case and minor scratches on lcd window.

Event description:
The customer reported via phone call that the blood glucose was high and the insulin pump alarmed no delivery. The customer¿s blood glucose level was 500 mg/dl at the time of the incident. The customer reported that the they had already used a new set and reservoir. The customer checked blood glucose and showed it is already at 400mg/dl. He said he already took 15 units of insulin via manual injection. He said that it already went down. Did not trouble shoot for high blood glucose anymore due to pump replacement order was already made and insulin flow block alarm keeps happening. The insulin pump will be returned for analysis.